Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: a log file was submitted for review following the reported event of a pump stop. Review of the submitted log file revealed no external power and pump stop alarms on 09jul2023 from 20:18:50 to 20:18:52; the controller was connected to 14v batteries prior to these events. Although pump operation was not maintained, the backup battery was captured to be enabled during these events. Aside from the noted pump stop, the pump maintained a speed above the low speed limit throughout the log file. Provided information indicated that the patient had a driveline repair previously due to pump stop events occurring and that the pump was exchanged on 28jul2023. Technical services noted that the pump stop event observed on 09jul2023 may be associated with the driveline becoming further damaged and phase to phase shorts occurring. The pump stop event is further investigated via the pump investigation. The reported event could not be correlated to an issue with the controller. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook (rev. C) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured some low voltage hazard and pump off events on (B)(6) 2023 a 8:18pm while connected to battery power. The patient lost battery power on both power leads based on rsoc values, which triggered low voltage hazard and no external power events. The pump speed was at zero for a couple of seconds despite the emergency backup battery (ebb) being enabled. The ventricular assist device (vad) resumed normal operation after the event. It was noted that the ebb had 28 months left before expiration. Related manufacturer's report: 2916596-2023-05379.